Event description:
The facility reported a flogard infusion pump that presented an "f73 alarm". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an f73 alarm was confirmed in the sample evaluation and event history alarm review. The cause was determined to be a loose cn201 connector. The cn201 connected was reseated onsite at the facility by a baxter field service technician to fix the problem.